Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie pocket was physically broken, and the entire drawer failed to recover. The customer performed a station reboot and attempted to recover storage space. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user broke into drawer 6 cubie due to a faulty position sensor. A field service replaced the position sensor, removed the broken cubie, and verified that the drawer recovered properly and had customer verify the functionality. The system functioned as intended after the field service engineer repaired the device.